Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The explanted device and device explantation report was received at headquarters. No prior complaints for this device have been received. The explantation report indicates "device or malfunction of it caused or contributed to re-implantation." No further information has been received despite being requested.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters. No prior complaints for this device have been received. As per device explantation report the device malfunction has caused or contributed to reimplantation. The patient has been reimplanted on the contralateral side. More information from the field is requested.